Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident and was treated with manual injection. The customer¿s current blood glucose was also over 600 mg/dl. The customer stated that they changed the set and the blood glucose was fine. Then blood glucose dropped below 50 mg/dl and the customer ate excessively to bring blood glucose up. As the customer woke up, the blood glucose was over 600 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that they do not feel okay for troubleshooting. The insulin pump will not be returned for analysis.